Manufacturer narrative:
Na

Event description:
Patient had an episode. An alert for high voltage lead impedance out of range and a possible output circuit damage were displayed. A lead fracture was suspected. The lead was capped.